Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01872. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent sigmoid colectomy, descending colostomy, hartmann¿s closure of rectum and appendectomy due to pudendal neuralgia and chronic rectal and pelvic pain on (B)(6) 2013. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional information: it was reported that patient experienced rectal and vaginal pain after implantation and had mesh removed along with pelvic floor revision on (B)(6) 2010 the patient continued to have multiple procedures and tests for pain management.